Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient experienced acute non-st elevation myocardial infarction and target vessel revascularization. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion 1 was located in the middle right coronary artery (rca) extending up to distal rca with 90% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 28 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject presented with symptoms of ischemia and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. A twelve-lead electrocardiogram (ECG) was performed and cardiac enzymes were noted to be elevated. The subject was diagnosed with acute non-st elevation myocardial infarction (mi). The location of the mi was inferior, and it is unknown whether it was a q-wave mi. The subject was referred for coronary angiography which revealed 90% in-stent restenosis in the rca, which had the previously placed study device. This was treated with percutaneous coronary intervention and also treated medically. Post intervention, the residual stenosis was noted to be 20%. Two days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital. Lab results: test date: test name: norm low-high: results: units: (B)(6) 2019 ck-mb 0 -5 0.57 ng/ml. (B)(6) 2023 ck-mb 0 -5 20.771 ng/ml. (B)(6) 2019 troponin I 0 -0.06 0.005 ng/ml. (B)(6) 2023 troponin I 0-0.06 0.519 ng/ml.